Manufacturer narrative:
Functional analysis of the returned prolieve thermodilatation system revealed that the radio frequency (rf) module failed and was replaced. Thermometer tc1, tc2, tc3, and tc4 physitemps were out of tolerance and were replaced. The prolieve thermodilatation system then passed all tests. The complaint was confirmed as the rf turned off during the console testing. The most probable root cause is wear and tear.

Event description:
On sept 22, 2008, it was reported to boston scientific corporation that a prolieve thermodilatation system was used during a benign prostatic hyperplasia (bph) procedure performed three days prior. According to the complainant, approximately thirty-seven minutes into the procedure, the reflective power went too high and shut off. The physician considered the procedure complete. No patient complications were reported. Note: the event, as reported, did not reflect an MDR reportable scenario, however, eval of the returned device, which was completed on march 2, 2009, revealed an MDR-reportable malfunction of the physitemp out of tolerance. This manufacturer report is submitted based on the evaluation results.